Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon interrogation, it was noted that the pacemaker was in backup vvi mode. The patient underwent magnetic resonance imaging (MRI) on (B)(6) 2024. A device restoration was completed successfully. The patient was stable.